Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of the returned tunneling adapter confirmed the report that a leaflet from the tunneling adapter broke off. The tunneling adapter was returned with one of the leaflets broken off. The broken piece was not returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The missing adapter wing could not be found during the revision of the insertion and exit site of the driveline. There were no adverse consequences to the patient. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day (at the time of implant). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implant process, the tunneling adapter was attached properly without visible damage. During externalization of the driveline cable with the tunneler and tunneling adapter, the surgeon noticed that one of the tunneling adapter wings broke off. Revision of insertion and exit site of the driveline for the missing adapter wing was performed; the missing adapter wing was not found. The patient did not experience any adverse sequelae. No additional information was provided.